Manufacturer narrative:
In previous report (device) problem code grid was wrong in this report code is corrected. H6 is corrected/updated.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information in relation to a ds2adv auto CPAP. There was no report of serious or permanent harm or injury. The manufacturer received information alleging black particles/residue surrounding the humidifier. Device has not been returned to the manufacture for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.